Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation at the third party service center, the sound abatement foam was replaced due to contamination from black dust particles doming from the unit. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.